Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle has fractured filaments rust at the connecting section of the insertion tube and universal cord and it cannot be removed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg bundle failure is a light transmission problem, but the cause of the lg bundle failure could not be determined. The most likely cause is some kind of excessive force. The connection part failure is a corrosion problem, but the cause of the connection part failure could not be determined. The most likely cause is a time-related deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope presented an abnormal blurry or noisy image. The event occurred during reprocessing. There were no reports of patient involvement.